Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient stated that the display of the infusion device was defective. The patient stated that due to the defective display he had to guess how much insulin to administer. Patient alleged that this caused his blood glucose readings to go up to 250 mg/dl. Patient stated that he was unresponsive on "more than one occasion" and had to receive medical treatment. Patient did not indicate when these events occurred. The paramedics treated the patient with insulin injections, and transported him to the hospital. The type of treatment and readings provided at the hospital were not provided. It is unknown how long the patient was hospitalized for each event. The patient attributed the unresponsiveness to the high blood glucose that occurred from the defective display. The serial number was not provided. The infusion device was discarded; therefore, no product could be requested to be returned for product evaluation.